Event description:
A pt was placed in (B)(6); and it was noted that "they have now been taking over care" of the pt's pump. Since being placed in the correctional facility, the pt experienced blackouts and intermittent numbness. The pt's dose was changed in (B)(6) 2011, "before he came to them". It was noted that there were no pump alarms; and programming was correct. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).